Event description:
The complaint is reported as: "several attempts were made to pass wire but wire would stick in needle. Wire and needle were removed after each attempt. After components were removed the wire unraveled when attempt was made to remove from needle. This occurred outside the patient." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "several attempts were made to pass wire but wire would stick in needle. Wire and needle were removed after each attempt. After components were removed the wire unraveled when attempt was made to remove from needle. This occurred outside the patient." No patient harm was reported. The patient's condition is reported as fine.